Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was implanted to help with constant urgency to urinate because she had interstitial cystitis (ic). The patient stated that she had no leakage. The patient stated that now she felt like she constantly had the urge to urinate that won¿t go away and she had a little bit of achy that she usually felt from the ic that¿s accompanying the urgency. The patient stated that she was keeping an eye on the aching feeling because it could mean she had an infection. The patient noted she felt stimulation slightly. The patient stated that her incision had healed so she started to go back to doing yoga and pilots. The patient stated that prior to her return of symptoms she was experiencing and after her pilots she could feel pain where the device was and it was quite sharp so she took some tylenol and it subsided a bit, but it still felt like there was a bruise in that area. The patient stated she thought the device somehow got shifted a little bit. The healthcare professional (hcp) told the patient it was fine to do those activities. The patient increased stimulation on program 3 from 0.55 v to 0.70 v where the patient felt stimulation strong, but comfortable in the correct area. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information received as patient reported that healthcare professional changed the programs to resolve the symptoms and patient thought that return of symptoms, device getting shifted and infection had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.